Manufacturer narrative:
H3: one device was received. A review of the event history log was able to confirm the customer reported complaint. During the functional testing, the complaint could not be duplicated. The cause was determined to be the defective remote dose cord belonging to the customer. No repairs were made to correct the complaint. Upon further investigation, the downstream occlusion (dso) seal was found to be delaminating. The dso seal was replaced. The upstream occlusion (uso) seal was also found to be separating and was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cord disconnection alarm was displayed. The reason for service was that the press remote error was disconnected. The error code was "no pca dose cord not connected". The results of the investigation found that the device had a delaminating downstream occlusion (dso) seal. The event occurred during set up. No patient involvement reported.